Event description:
Patient underwent breast augmentation in 1980. She would like to change what appears to be a leaky right implant to improve asymmetry and size. She has had a significant breast infection following one of the capsulotomies on the (l) side some years ago but has no current problems. The implants were removed 2/17/94 (r) implant showed that saline portion tailed and underlying gel portion was totally intact (double lumen implant). At the time of surgery, the (l) breast capsule was found to be filled with free gel.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.